Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l5-s1 levels. Post-operatively, the spacer broke.the spacer was successfully explanted from the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: the body of the spacer is not fractured or broken. The screw used to expand the spacer has been damaged. Approximately 2mm is missing from the end of the screw. Because of damage to the surface after it broke, the direction and the area of the fracture propagation is difficult to determine but is consistent with torsional overload during the removal process. Witness marks and damage are also present on the back side of the spacer on both the titanium and peek portions that appear to be from the removal of the spacer. There should be no contact to these areas during installation. Witness marks also appear near the nose on the peek portion of the spacer that are consistent with typical installation. It was not possible to test the expanding feature of the spacer due to the amount of damage to the female torx. The screw could not be turned by hand. The screw does appear to be backed all the way out making the spacer as thin as possible. Conclusion: the majority of the damage to the spacer appears to be the result of the removal process. The body of the spacer and hinge area do not appear to be cracked or fractured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.